Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Health care professional reported the patient had their interstim replaced due to battery issues. No further information was received regarding this device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that battery in her device did not last as long as it was supposed to. Patient reported that every time she has had battery replacement the battery hasn't lasted as long as she expected it to. Patient stated when she looked at research it says 6-10 years on average. Patient stated every time she gets her battery checked it will state 5 years. The patient stated she never turn therapy off. The patient stated the manufacturer representative was called when patient was pregnant but did not have respond and decided to turn the device off. The patient had to have surgery after birth to her daughter because "she guesses it was off so long that it just stopped working". Patient also mentioned when they recommended her to do a "spinal instead of an epidural because of the placement of where it was on the back" and had complications with the "spinal" from "just being pregnant¿. The patient was sure her ic had a lot to do with it because she was going 80 times a day and therapy was off at that time and the baby was sitting on the bladder. The patient indicators for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.